Manufacturer narrative:
Complaint conclusion: as reported, a powerflex pro balloon catheter (10mm2cm 80) was inflated for post-dilation after implantation of a smart stent. The balloon ruptured shortly after inflation. The device was replaced with a non-cordis balloon catheter to successfully complete the procedure. Initially, a saber balloon catheter was used for pre-dilation of the lesion in the iliac artery. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The device has been discarded due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. The lesion was described as a little calcified and tortuous with 80% stenosis. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to the stent. The balloon inflated normally. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. A device history record (DHR) review of lot 17613572 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of the iliac artery may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, per the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a powerflex pro balloon catheter (10mm2cm 80) was inflated for post-dilation after implantation of a smart stent. The balloon ruptured shortly after inflation. The device was replaced with a non-cordis balloon catheter to successfully complete the procedure. Initially, a saber balloon catheter was used for pre-dilation of the lesion in the iliac artery. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The device has been discarded due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. The lesion was described as a little calcified and tortuous with 80% stenosis. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to the stent. The balloon inflated normally. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient.